Event description:
During an unknown surgical procedure on (B)(6) 2013, the small battery drive was found to be broken and would not function. It is reported a spare device was available and was used to complete the procedure with no further problems, no delay, and no harm to patient. No additional information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis.an additional evaluation/power tool evaluation was completed.it concluded: the reporters complaint that the (000151) small battery drive does not function could not be confirmed. The unit was tested and passed all manufacturing specifications, however it was noted that it has sticky trigger. Engineer notes, evidence indicates this is due to usage (B)(4)

Event description:
The reported event is for one power device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product receipt date updated to 7/8/2013.

Manufacturer narrative:
Device is used for treatment, not diagnosis device received for evaluation investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.